Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs confirmed low pump flow when pump started and remained to the rest of the case. Visual inspection found a kink on can about 15 mm from of cage and cannula bonding site. No other issues were found on the rest of the pump. Pump ran without issue under bench test. The root cause of low flow was most likely kinked cannula. Corrections to the initial MFR report: h5 should have been yes.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella cp support and during impella cp initiation was unable to obtain adequate flows. Suction was above .5l while having great position and preload. Patient had a difficult anatomy, and the physician felt like something may have caused potential damage/malfunction during insertion. The impella cp was removed and placed with new impella. New impella placed without issue and obtained adequate flows. Impella cp saved to be sent back for further investigation and there was no patient harm.